Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; d11; g4; g5; g7; h1; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 3 weeks post implantation, the patient heard a crack in her leg after she was leaving physical therapy. X-rays showed a non-displaced fracture along the distal femur. The fracture runs through the distal femur pin hole. A nail or orif will be used to fix the fracture. The surgeon noted the patient had poor bone quality.